Event description:
Customer's father reported via phone call that the insulin pump has been alarming battery out limit. They have using the new battery cap and also 3 batteries before calling and 2 during the call and alarm is recurring. Blood glucose value was 9.0 mmol/l. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no unexpected battery out limit noted. All operating currents tested with in the specification range and passed off no power test. The insulin pump has cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and stained end cap sticker noted.